Event description:
It was reported that the lift column on the 9800 system would not work. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lift column power supply. The system was tested and found to be working as intended and placed back into service.